Event description:
This is a case report received by baxter (B)(4) from a home patient, that acquired a case of bacterial peritonitis shortly after therapy with one unit of homechoice set 8 prongs the patient was hospitalized on an unspecified date; the symptoms have not been specified; the home patient received a diagnosis of peritonitis. The treating physician later informed baxter that the peritonitis was not caused by the peritoneal-solutions but was of a bacterial origin. The physician suggested a breach of aseptic technique had occurred. Further information on the consequences for the patient and the treatment she received are expected.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Due to information provided by the physician on (B)(6) 2012. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.